Event description:
It was reported that during the first freeze cycle of a renal cryoablation case, the needle collected frost on the shaft after about 2 minutes. The issue was recognized immediately and monitored closely. The ice did not reach the patient's skin and the case was completed with no injury. The needle will be returned for investigation.

Event description:
This MDR is to document the manufacturer's attempts to investigate the reported malfunction of the needle used in the reported event. Further investigation or follow-up is not planned for this complaint.

Manufacturer narrative:
The needle was not returned to the manufacturer for investigation, and the reported complaint could not be confirmed. Review of the needle lot manufacturing records could not be performed, as the lot number of the needle used in this event is unknown.